Manufacturer narrative:
On 04/21/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement computer shipped to site 04/19/2017. Medtronic investigation of returned suspect computer finds that it has no video output. After installing a known good video card the video is normal. Seatools long test-no errors. Memtest86-no errors. Computer has a bad video card. Failure: computer - graphics card malfunction hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system displayed no video signal to the surgeon monitor and 'no input detected' on the staff monitor after the navigation system boots. In trouble-shooting, the navigation system was re-booted, unseated/reseated digital visual interface (dvi) cables to computer. No cables appeared damaged. Bypassed video splitter to surgeon and staff monitor without any resolution. No video displayed. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.